Event description:
It was reported by service report that the bed was drifting when patient is placed on bed due to lift motor not holding. No adverse consequences have been reported.

Manufacturer narrative:
Result code: lift motor.